Event description:
It was reported that the lead exhibited impedances intermittently greater than 2000 ohms. It was noted that the patient was very ill. Capture thresholds were elevated due to medicine and illness. The lead was capped and replaced.

Manufacturer narrative:
Na